Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient stated a lead had to be replaced because it did not work. Follow-up information from the clinic indicated that at a follow-up appointment it was found that the right ventricular (rv) lead was not sensing, impedance was high, and thresholds were high. Chest x-ray confirmed dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.